Manufacturer narrative:
Lab results: the unit has run over a period of five days with no problems.no intermittent vent inop observed. The vent inop observed by the customer may have been caused by the loose brass insert moving around inside the unit.

Event description:
Rental agency states unit goes inop intermittently. Rental agency unable to provide svs technician with any pt info.